Manufacturer narrative:
H4: the lot was manufactured between january 24, 2024 ¿ january 25, 2024. H11: two (2) devices were received for evaluation; one (1) device had 30ml of fluid in the bladder and the second device was empty. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The unit with fluid in the bladder showed signs of continuous flow of fluid after the luer cap was removed. A functional flow rate test was performed on both samples, and the flow rates were found to be within the product specification range. During the flow test, evidence of continuous flow of fluid was observed flowing out of the distal luer from both units. The reported condition was not verified. The devices were found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume folfusors failed to infuse. The pumps should have ran over 24 hours; however, the devices did not infuse the 8g flucloxicillin and sodium chloride solution. This event was observed 24 hours after connection. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.